Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the most recent battery measurement was 2.6173 volts on (B)(4)-2015 and recommended replacement time (rrt) had not been triggered with no patient alerts. (B)(4)

Event description:
It was reported that the device exhibited unexpected battery longevity and reached recommended replacement time (rrt) with premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.